Event description:
Reporter alleged, customer had been obtaining higher blood glucose readings lately of 350-550 mg/dl on their advantage system. Reporter stated, customer went to the health care facility and tested 350-550 mg/dl on customer's advantage system compared to the health care facility reading in the 120s mg/dl when testing was performed within <5 minutes apart. Reporter stated, customer was not experiencing any hyperglycemic or hypoglycemic symptoms during the time of testing. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.